Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump was received with a critical pump error (open book image) alarm. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat due to critical pump error (open book image) alarm. Unable to verify no delivery alarm/insulin flow blocked alarm during basic occlusion test, force sensor test and occlusion test due to critical pump error (open book image) alarm. Successfully downloaded pump traces and history file using thump. Unable to upload pump to carelink due to critical pump error (open book image) alarm. Please see below for the date range listed in the formatted history file. The formatted history file lists data from (B)(6)2023 to (B)(6)2023. There was no data available to verify unexpected alarms/suspends and bolus delivery for the event date of (B)(6) 2023. There was no data available to verify/check no delivery alarm/insulin flow blocked alarm for the event date of (B)(6)2023. However, no delivery alarm/insulin flow blocked alarm was recorded and found in the formatted history file on: (B)(6)202300:29:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. (B)(6) 2023 00:31:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. (B)(6) 2023 00:32:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. (B)(6) 2023 00:32:26.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. (B)(6) 202300:33:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. (B)(6) 2023 11:58:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. (B)(6) 2023 11:58:28.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. (B)(6) 2023 06:27:35.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. (B)(6) 202308:09:44.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. (B)(6) 2023 01:55:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. (B)(6) 2023 01:55:30.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. (B)(6) 2023 01:56:01.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. (B)(6) 2023 01:57:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. (B)(6) 2023 07:58:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. (B)(6) 2023 08:01:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. Unable to test for no delivery alarm/insulin flow blocked alarm due to critical pump error (open book image) alarm. No delivery alarm/insulin flow blocked alarm was unknown. Critical pump error (open book image) alarm and pump error 35 alarm confirmed in the formatted history file on (B)(6) 2023 19:01:00.000 and (B)(6) 2023 19:11:00.000. Pump was cut open to perform visual inspection and found corrosion on the pcba 1, pcba 2 and force sensor. No corrosion or moisture damage found on the motor and vibrator assembly noted. Perform brush cleaning with the isopropyl alcohol the moisture damage areas and reinstalled the original electronics, case, internal battery and motor. The critical pump error occurred during testing. In conclusion, critical pump error (open book) and pump error 35 alarm found in the formatted history file due to corrosion on the pcba 1, pcba 2 and force sensor. Please see below for pump errors/alarms noted 1 week prior to the event date (B)(6) 2023 in the formatted history file.  Insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2023 19:59:49.000 (B)(6) 2023 19:02:29.000, (B)(6) 202319:04:52.000, (B)(6) 2023 19:05:10.000, (B)(6) 202319:05:12.000, (B)(6) 202319:05:13.000, (B)(6) 2023 19:06:10.000 , (B)(6) 202319:06:12.000, (B)(6) 202319:06:14.000, (B)(6) 2023 19:08:10.000, (B)(6) 2023 19:08:12.000, (B)(6) 202319:09:10.000, (B)(6) 2023 19:09:12.000. (B)(6) 2023 19:09:14.000. Low battery alert was recorded and found in the formatted history file on: (B)(6) 2023 19:24:00.000 failed battery alert/battery failed alarm was recorded and found in the formatted history file on: (B)(6) 2023 19:02:45.000, (B)(6) 2023 19:05:09.000, (B)(6) 2023 19:05:11.000 (B)(6) 2023 19:05:13.000, (B)(6) 2023 19:06:09.000, (B)(6) 2023 19:06:11.000 (B)(6) 2023 19:06:13.000, (B)(6) 2023 19:08:09.000, (B)(6) 2023 19:08:11.000 (B)(6) 202319:09:09.000, (B)(6) 2023 19:09:11.000, (B)(6) 2023 19:09:13.000 power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No power error 25, power loss alarm and replace battery alert/replace battery now alarm noted 1 week prior to the event date (B)(6) 2023 in the formatted history file.  Insert battery alarm was expected since the battery was removed from the pump. Upon checking on the power data/detail trace file, failed battery alert/battery failed alarm and low battery alert were expected since the battery in the pump is low on power or does not have enough power. The customer may have used a low/no power battery. Unable to test for failed battery alert/battery failed alarm and low battery alert due to critical pump error (open book image) alarm. Failed battery alert/battery failed alarm and low battery alert were unknown. The pump was received without a battery cap installed. The pump was received without a battery installed. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked battery tube threads, a scratched case, a cracked case-corner of belt clip rails near the battery tube compartment and a serial number label fading. Unable to verify customer alleged for high bgs. Unable to perform the required testing and upload pump to carelink due to critical pump error (open book image) alarm. Unable to verify no delivery alarm/insulin flow blocked alarm during basic occlusion test, force sensor test and occlusion test due to critical pump error (open book image) alarm. Critical pump error (open book image) alarm confirmed due to fatal alarm pump error 35. Critical pump error (open book image) alarm and pump error 35 alarm confirmed due to corrosion on the pcba 1, pcba 2 and force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported pump stopped working and received critical pump error/open book image. The customer experienced hyperglycemia with the blood glucose value of 400 mg/dl. Troubleshooting was performed and the customer reported insulin flow block errors. It was unknown whether the pump was used within 48 hours of the reported event and the smart guard/auto mode status was also unknown. No further patient complications were reported. The customer will discontinue to use the device and the insulin pump returned for failure analysis.